Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no. 309701, batch no. 8274580. It was reported that there was issues with the 1 ml bd syringes slip tip tray. Six were found with different types of contaminants, four had missing plungers, and one was found with a scale marking issue. Per response email: one dirty looking syringe (dirt on the white part of the plunger). This was noticed prior to being used. Per email: we have discovered fourteen issues from the last six months of this year. Please accept this email as my official notification of our observations and I am requesting bd to conduct an investigation and if applicable implement a CAPA into the observations. Six empty 1ml bd syringe -slip tip tray were found with different types of contaminants. Four empty 1ml bd syringe -slip tip in tray were found without plungers in the syringes barrel. One empty 3ml bd syringe -luer lock in tray was found with some type of contaminant. One empty 1ml bd syringe -slip in tip tray was found with a graduated marking defect. One blunt fill needle with filter was found with some kind of defect. I have completed my internal investigation under our deviation file (B)(4), all of the aforementioned issues were detected by a sterile laboratory assistant upon opening the respective trays in our cleanroom therefore the issues did not originate from our facility. Please note that all of the issues were detected prior to filling products into them so no patient safety was affected. I will also like to inform you that I conducted aql on the remaining empty stock at the time of the observations on the respective bd lots but did not find additional issues, but the accumulative quantities of defects exceeded our actionable limit hence my request of an investigation.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no. 309701 batch no. 8274580. It was reported that there was issues with the 1 ml bd syringes slip tip tray. Six were found with different types of contaminants, four had missing plungers, and one was found with a scale marking issue. Per response email: one dirty looking syringe (dirt on the white part of the plunger). This was noticed prior to being used. Per email: we have discovered fourteen issues from the last six months of this year. Please accept this email as my official notification of our observations and I am requesting bd to conduct an investigation and if applicable implement a CAPA into the observations. Six empty 1ml bd syringe -slip tip tray were found with different types of contaminants. Four empty 1ml bd syringe -slip tip in tray were found without plungers in the syringes barrel. One empty 3ml bd syringe -luer lock in tray was found with some type of contaminant. One empty 1ml bd syringe -slip in tip tray was found with a graduated marking defect. One blunt fill needle with filter was found with some kind of defect. I have completed my internal investigation under our deviation file d19002, all of the aforementioned issues were detected by a sterile laboratory assistant upon opening the respective trays in our cleanroom therefore the issues did not originate from our facility. Please note that all of the issues were detected prior to filling products into them so no patient safety was affected. I will also like to inform you that I conducted aql on the remaining empty stock at the time of the observations on the respective bd lots but did not find additional issues, but the accumulative quantities of defects exceeded our actionable limit hence my request of an investigation.